Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the freestyle libre sensor would display a "lo" message if the sensor is reading below 2.2 mmol/l. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. Customer reported receiving a reading of "-12 mmol/l" which was lower than a laboratory reading of 7 mmol/l. It should be noted that customer service tried to clarify the reading of -12 mmol/l and the customer did confirm the results of -12 mmol/l. The results fell "out of range" when plotted on the parkes error grid, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correctional report as city was incorrectly documented. Section city has been updated. Based on additional information received from the customer, the reported readings were not a valid comparison.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. Customer reported receiving a reading of "-12 mmol/l" which was lower than a laboratory reading of 7 mmol/l. It should be noted that customer service tried to clarify the reading of -12 mmol/l and the customer did confirm the results of -12 mmol/l. The results fell "out of range" when plotted on the parkes error grid, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.